Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The helix/lobe was distorted/bent. The distal conductor had blood/body fluid (not obstructed). The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). There was a tip seal observation. Visual analysis revealed that the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, it was difficult to place stylets inside of the right ventricular (rv) defibrillator lead. There was also difficulty positioning the lead out to the apex and the helix was never extended. When taking out the lead, it was damaged when it became stuck on the chronic rv pacing lead. It was noted that the helix was extended and straightened. The lead was not implanted. The physician chose to implant the patient with a pacemaker instead of a defibrillator and use the chronic rv pacing lead. No patient complications have been reported as a result of this event.